Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 254mg/dl, 154mg/dl, 157mg/dl. Tests were done withn < 10 mins with a difference of 31%. Pt did not experience any adverse events. No further info has been reported.